Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. There were no visual or functional abnormalities observed during product analysis. There were no issues with the jaws opening and closing. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a lung lobectomy, before clamping the device over tissue, they were unable to open the jaws of the device. Another device had been used. The last known patient status is well.